Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that there was a corrupt file in the image acquisition system's computer. Once they reinstalled the file from the backup files as a preventative measure they couldn't reproduce the issue. There were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when they tried to turn on the image acquisition system (ias), the system didn´t booting up and the pendant was showing a waiting message. There was no patient present.